Event description:
Hcp reported "pt develop peripheral edema...awoke one morning with 'chest pain' and paralegic. MRI showed 'transverse myelitis' at t-11" no report of device explanation. A f/u report will be sent when add'l info is rec'd.